Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg since the device had titled. The patient underwent an ipg revision procedure and was doing well postoperatively. The device remained implanted.